Manufacturer narrative:
(B)(4). The complaint rt236 infant breathing circuits were not returned to fisher and paykel healthcare in (B)(4) for evaluation. Despite requests for the return of the rt236 infant breathing circuits, the devices will not be returning for investigation. Therefore, our investigation is based on the event description, information provided by the hospital and our knowledge of the product. The hospital reported that two rt236 infant breathing circuits had a cracked swivel wye. A lot check revealed one other similar complaint for lot date 131015. Without the return of the complaint devices we are unable to determine what may have caused the problem experienced by the customer. All rt236 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the swivel assembly was damaged after the breathing circuits were released for distribution. Our user instructions that accompany the rt236 infant dual heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the swivels of two rt236 infant breathing circuits were damaged. This was observed prior to patient use.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the swivels of two rt236 infant breathing circuits were damaged. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt236 infant breathing circuits are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.